Event description:
It is reported, expired product. The outer box displays manufactured: 02/07/2021,the individual inner packages manufactured: 12/31/2025.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up. A discrepancy in the packaging and labeling of the 50ml syringe was reported. To support the investigation, two photographs were provided and reviewed by the quality team. One photograph shows a packaging box label with a manufacturing date of 2021 07 02, and the second photograph shows two packaging blisters with an expiration date of 2025 12 31. No defects or imperfections were observed in the images received. It is possible the customer misinterpreted the manufacturing date as the expiration date. Please note, the product shown is expired. A device history record review was completed for material number 303553, lot 1013532. The records were reviewed and no issues were identified. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with applicable specifications. To date, no other similar events have been reported for this lot. Based on the investigation and review of the photographic evidence, the symptom reported by the customer could not be confirmed.